Event description:
Event description guidant received information that the patient presented to the emergency room for evaluation following shock delivery. An interrogation of the device noted the right ventricular (rv) lead impedance was displayed as n/r. It was further reported that the rv impedance has been elevated to an out-of-range level since september 2005. No intrinsic p-waves were noted on the electrograms.